Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. Expiration date (03/2020).

Event description:
It was reported that after approximately five minutes activation time in a calcified left sfa via groin, the tip of the recanalization catheter was allegedly detached from the catheter and "remain" in the patient. It was further reported that stent was placed to secure the tip to the artery wall. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported tip detachment issue. Per the reported event details, the physician activated the catheter for more than five minutes. Per the IFU "do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator." Therefore, the extended activation time could have contributed to the alleged tip detachment. However, the definitive root cause is unknown. Label review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that after approximately five minutes activation time in a calcified left sfa via groin, the tip of the recanalization catheter allegedly detached from the catheter and then remained in the patient. It was further reported that a stent was placed to secure the tip to the artery wall.